Event description:
Additional information received identified that this event was already reported in (B)(4). This is a duplicate event.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to a fractured lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.